Event description:
It was reported that the impactor cracked.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was returned for analysis. After visual examination, the allegation did not confirmed the crack allegation. However, it was observed a chipping on one of the edges of the impactor's head. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.